Manufacturer narrative:
The insulin pump was received with no (act, up and escape) button response due to unlocked lcd keypad connector noted during test. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify low battery alert and down load anomaly due to buttons not responding. The insulin pump was received with broken battery cap and cracked case display window corner.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s low blood glucose level was unknown. The customer reported that she was having trouble with the insulin pump stated that it was running out of batteries like crazy and she dropped the insulin pump and there was crack on the side of the screen. The troubleshooting was performed. The customer was advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. The insulin pump was returned for analysis.